Event description:
A review of programming and diagnostic data was performed, which identified a high impedance event that occurred on (B)(6) 2013. Diagnostics were within normal limits, then four hours later the patient had high impedance and the high impedance resolved minutes later. Attempts were made to the physician who is affiliated with the programming system that ran these diagnostics; however, the physician stated that this is not her patient. No other information has been received. The patient is unknown.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.